Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Manufacturer¿s analysis noted that the insulation of a display wire of the device was pinched, which exposed the wire. It was also noted that the keypad was scratched, and the output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator originally returned due to a field advisory subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.